Event description:
Clinical trial. Same case as MFR# 6000089-2006-02614. It was reported that post index procedure the patient had a target vessel revascularization (tvr). The index procedure treated a bifurcated lesion in the right posterior descending artery (r-pda) and 1st right posterior lateral artery (rpl). The vessel was 2.5 mm wide, 24 mm long and 80% stenosed. The physician predilated the lesion prior to placing overlapping stents - a 2.5 x 24mm taxus express2 as well as a 2.5 x 8 mm taxus express. Residual stenosis was 0%. The patient received a gpiib/iiia inhibitor and plavix during the procedure. The patient was discharged one day later on aspirin and plavix. On day 426, the patient had a tvr to the distal right coronary artery (rca). Another manufacturers stent was placed and the patient was discharged one day later. In the opinion of the physician, there was no relationship between the taxus stent and the tvr.

Manufacturer narrative:
H6: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report be filed.